Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected restart alarms or external ram crc error alarms noted. The insulin pump passed the self test and unexpected restart error test. The device was received with displayable history crc check failed on startup alarm in the history file, which was due to corrupted history file. However, the device was able to download properly to the carelink software noted. The device had minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had multiple error alarms. Customer's blood glucose reading at the time of the call was 8.3 mmol/l. No further information reported.